Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the battery failed to meet specifications; the battery passed visual inspection but failed functional testing due to a high max error. However, this is an incidental finding that did not contribute to the event. The reported event was not confirmed via review of the controller log files as the log files could not be sent since the patient was at home. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. A possible root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. Therefore, due to these analysis results, this event is a non FDA reportable event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller.

Event description:
Information was received from (B)(6) that the patient reported switching events involving the battery. No alarms were triggered. It occurred when the patient was at home and log files are not available. The battery was replaced. There was no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.